Event description:
It was reported that the device had a patient side occlusion error during preventative maintenance. The device had a flowrate error when using a flowtrax tester. Device was not in use on a patient at time of the issue.

Manufacturer narrative:
Correction: e1.

Manufacturer narrative:
The report that the device had a patient side occlusion error during preventive maintenance was confirmed. Physical inspection noted the device was received with an impact mark on the right rear corner of the rear case. The patient side pressure sensor was observed protruding. Further inspection of the pressure sensor found the upper housing separated from the body of the sensor. There were no other irregularities observed. Internal inspection of the source device found no anomalies. Review of the pump module error log showed no errors or malfunctions on the reported incident date. Preventive maintenance was performed on the source pump module and found the device failing rate accuracy and patient side occlusion tasks. The pressure sensor was inspected and found the pressure plate housing separated from the body of the sensor. The house was positioned correctly and put back in place. Preventive maintenance was performed on the source pump module and the device passed all pm tasks. Device history review: review of the source pump module s/n (B)(4) service history record showed the device had a manufacture date of 12/30/2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 08/07/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. The root cause of the reported complaint that the device had a patient side occlusion error during preventative maintenance was identified.

Event description:
It was reported that the device had a patient side occlusion error during preventative maintenance. The device had a flowrate error when using a flowtrax tester. Device was not in use on a patient at time of the issue.